Event description:
This non-serious spontaneous case report from (B)(6) was received from a nurse via company representative on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (sw32753). This case concerns a (B)(6) female patient who received poly-y-lactic acid (sculptra) between (B)(6) 2008 and (B)(6) 2009, dosage 3 x 2 vials, indication not reported. On (B)(6) 2010, the patient reported to the nurse that she had multiple nodules and that she had for a couple of months. On (B)(6) 2010, the patient commenced corrective treatment with erythromycin 500mg three times a day. Treatment ended 2 weeks prior to the report. On (B)(6) 2010, the patient reported that there was little difference. The reporter stated that she has "needles" the nodules and disguised the more visible ones with hyaluronic acid (juvederm) filler. Photos were taken which the reporter stated "don't look too bad", but she stated that the nodules are very hard and palpable, and slightly visible in places. Medical history was not provided. Concomitant medications were not reported. Event outcome is not recovered. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).